Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: email address: unknown/ not provided. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent phacoemulsification and intraocular lens implantation for cataract in the right eye. During the operation, the phacoemulsification therapy instrument malfunctioned and stopped running, resulting in incomplete removal of the lens cortex. The lens had to be flushed and cleaned with the content fluid. The patient had postoperative corneal edema, and his pupils were not round. There was no delay in treatment or other interventions provided. No further information was provided.